Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, 1 year and 8 months post implantation of a 23mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 21mm magna ease surgical valve. Per the medical records received, the valve had been implanted deep and had then migrated proximally into the lvot and was interfering with the anterior leaflet of the mitral valve, causing some restriction in the opening of the anterior leaflet of the native mitral valve. The sapien 3 valve was explanted and replaced with a surgical aortic valve, and the mitral valve was also replaced with a non-edwards valve and a ring repair was done to the patient tricuspid valve due to damage from their chronic pulmonary hypotension.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve migration was unable to be confirmed due to unavailability of relevant imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. As reported, "1 year and 8 months post implantation of a 23mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 21mm magna ease surgical valve. Per the medical records received, the valve had been implanted deep and had then migrated proximally into the lvot and was interfering with the anterior leaflet of the mitral valve, causing some restriction in the opening of the anterior leaflet of the native mitral valve". Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.